Event description:
It was reported from the hospital's risk manager that following an angioplasty via the left femoral approach, an angio-seal was used to close the arteriotomy. The next day, the pt developed significant claudication with a barely palpable left femoral pulse. The pt underwent a CT angiogram which revealed a left femoral artery occlusion near the inguinal ligament. The pt was taken emergently to the operating room for left femoral exploration, removal of the angio-seal and patch angioplasty. Flow was restored with palpable pulse and good doppler flow. The pt tolerated the procedure well and was discharged (B) (6) 2010 with plans to follow up with vascular surgery in 1 week.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible as the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.